Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) investigation completed and product evaluated with no defect found on returned meter. Test strips not returned. Customer stores the test strips in the kitchen which is improper humidity no recommended in the owner's booklet guide. Most likely underlying root cause of malfunction: user's test strip had poor storage. Manufacturer made urgent phone calls for verifying customer's condition since the hospitalization and assure the new product replaced is not displaying hig reading results. Unable to make any contact with the customer. Product notification letter sent for contact customer care department.

Event description:
Customer's wife complains of high results. Customer states that customer was admitted to the hospital on (B)(6) 2015. The customer's expected blood results are 100-150mg/dl fasting. Verified test strips expire 03/29/2017. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2015. Symptoms:-customers wife explained that upon waking the patient was shaking and could not walk. Customer's wife state that she called 911 on the date of (B)(6) 2015 and he was admitted to the hospital; there he became even more hypoglycemic and the hospital staff had to inject him with glucose shots and gave him orange juice to raise and stabilize his glucose levels. As per wife glucose levels are now stable but he is not yet discharged because of other health illness such as low blood pressure and urinary tract infection. Customer's wife stated that her husband have been in and out of the hospital starting since (B)(6) 2015; he has been taking antibiotics for other health conditions which have his glucose levels very unstable. Wife explained that on the evening of (B)(6) 2015 customer's blood glucose before dinner (usually 6pm) was 209mg/dl after which she injected him with 12units of the humalog on the sliding scale (6 units before meals; over 200mg/dl plus increase of 2units). Customer's wife states that she does not remember the maximum of the units per mg/dl glucose levels because usually the scale is on the fridge. Customer's wife stated that she wonders if she injected her husband with too much insulin that night. Customer's wife also disclosed that at bedtime (usually 9pm) her husband injected the prescribed lantus 40units of insulin. Wife explained that usually he does not check his glucose levels before injecting the bedtime insulin and confirms that he did not do so that night. Upon waking that morning customer's wife explained that he displayed the hypoglycemic symptoms the true track meter sn#(B)(4) and true track strips lot#rr4530 read blood glucose of 80mg/dl but upon admission at the hospital the reading was 40mg/dl with their equipment's. Reviewed meter memory (B)(6).